Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 06august2024 anika received three medwatch reports from the FDA. Each report was identical and will be treated as a single complaint. The medwatch reports are mw5157495, mw5157496, and mw5157497. The patient reported being diagnosed with osteoarthritis in the right knee, hip and lower back. Patient has been under the physicians care for approximately one year. The doctor recommended an orthovisc injection. The patient received three injections one injection per week for three weeks. The patient reported that the injection was painful and reported ambulatory difficulty. Patient reported fluid buildup and has scheduled an appointment to have the knee drained. The patient was concerned of any permanent damage. The current status of the patient is unknown. Multiple attempts to contact the patient was made. The patient did not respond.

Manufacturer narrative:
The reported event is not confirmed. Additional information was solicited but not provided by the complainant. The lot number was not provided. There was no malfunction reported. A batch record review could not be performed. Anika product is manufactured and released to applicable procedures and specifications. A three year retrospective review of all nonconformances was performed. There was no nonconformanced related to the reported event. A three year retrospective review was performed of all retention inspection reports. There were no nonconformances documented related to the reported event. A review of the product stability report was performed. There were no nonconformances in the report. The conclusion is that the product has met all required specifications and tolerances. The case was reviewed by a clinician who concluded that the reported event is a known inherent risk of the use of the device. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.